Event description:
It was reported that the patient's pump had turned sideways. The event was related to the pump and the severity was noted as "mild". Additional information received reported that a diagnostic examination on (B)(6) 2015 found that the pump was inverted. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information was received from a healthcare provider via psr (product surveillance registry) regarding a patient receiving intrathecal dilaudid 2.0 mg/ml at 0.6008 mg/day and bupivacaine 30.0 mg/ml at 9.012 mg/day. On (B)(6) 2015, the pump was repositioned on (B)(6) 2015. The pump was re-anchored on (B)(6) 2015. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon device return, analysis found a kink in the catheter body.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The catheter was returned to the manufacturer with no information. The pump remains, however a partial catheter removal occurred on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider via psr (product surveillance registry) indicating that on (B)(6) 2015, the patient was scheduled for a pump pocket revision. During the revision surgery a catheter kink and catheter fracture were observed. During surgical observation it was noted that the catheter had an abnormal as having a "break/cut, kink and fracture.' The catheter was explanted and replaced. The patient resolved without sequelae on (B)(6) 2015. The type of medication being delivered via the device system was dilaudid and bupivacaine. If additional information becomes available, a follow-up file will be sent.